Event description:
Complainant alleged that while attempting to moitor twenty three year old male patient for possible anaphylactic reaction, the device displayed a "defib fault 80" and "system fault 37" message. Complainant indicated that the patient was not adversely affected by the malfunction.